Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the dlp pediatric one-piece arterial cannula, there was difficulty obtaining good flow. A decision was made to remove the arterial cannula to change its position. The cannula was cut into two parts. The cannula was replaced. No patient complications have been reported as a result of this event. Additional information provided indicates the patient was admitted for surgical treatment of a single trunk of the great vessels as part of schuurs-hoeijmakers syndrome. During the initiation of cardiopulmonary bypass (cpb), there was an increase in reinfusion pressures. The perfusionist repeatedly attempted to reposition the cannula in situ without improving the reinfusion pressure. A decision was made to change the cannula. During the change, the cannula broke cleanly.